Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 116 mg/dl (patient meter), 66 mg/dl (patient meter) and 396 mg/dl (professional meter) . At the time of the incident the customer felt extremely thirsty, otherwise no further health issues were observed and no medical assistance was needed.